Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced recurrent low glucose episode with the lowest blood glucose reported at 57 mg/dl while using the ilet bionic pancreas, with hypoglycemia occurring overnight and after meal announcements, and the user frequently selecting the ¿more¿ meal size and treating lows with oral glucose such as candy. The event involved user interaction with the device¿s user interface and reflected an incorrect procedure related to meal entry. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem was identified involving the user interface and improper or incorrect method for meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.